Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 23:21:58. During night drain cycle three, the patient's ultrafiltration reading was 1856ml, indicating the home patient drained 1856ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated. All returned devices receive a returned instrument testing evaluation. This evaluation includes functional and electrical testing on the device. There was no non-conforming product found during sample analysis that was related to this issue. The external/internal inspection was performed and the device passed. During the device evaluation, an increased intra-peritoneal volume (iipv) was identified in the review of the event history logs. The cause was determined to be a use error, inappropriate bypass of the drain, not including I-drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.